Manufacturer narrative:
This is a correction MDR of mfg report number 9612007-2021-00017: the initial report 9612007-2021-00017 was submitted with the wrong manufacturer¿s FDA registration number for the manufacturing site of the reported device." Hermetic lumbar catheter (product ID ins5010) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Medwatch form uf/ importer report # (B)(4) was received on 03mar2021 with the following information: lumbar drain (ins5010) was placed in preparation for thoracic endovascular aortic repair (tevar) procedure. Following procedure, the physician's assistant removed the lumbar drain and this was complicated by fracture of the lumbar drain with the retained portion just below the skin. A CT scan was completed showing the retained segment. The female patient returned to the operating room for removal of the retained drain segment. Additional information has been requested.